Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of a transfer set; further described as "white twist clamp tubing pulled out of the white twist clamp". This occurred during use of peritoneal dialysis therapy. The patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.